Manufacturer narrative:
This supplemental report is being submitted to provide additional information to section h9.

Event description:
No additional information received from customer.

Event description:
This issue was found during a therapeutic hysteroscopy procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and additional information to section b5. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the loop of the electrode was severed and the wire ends instantly melted into balls and the insulating hoses, exhibit thermal loads. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction:the most probable cause for the malfunction is not established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the resection electrode loop broke during hysteroscope resection due to the patient's movement caused by pain. There were no reports of patient injury.